Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom, pump constantly thinks door is ajar, was confirmed and reproduced as a door not fully latched alarm while attempting to load a set. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump's door was not latching properly and the door constantly thinks the door is ajar. It was also reported there was no patient injury.